Event description:
Additional information was received stating that the screws are self tapping and self drilling, so they rotated the base ring and attempted to screw in. When it didn't work, they tried again, and then tried again after rotating the base ring. The cause was not yet determined. The device was sent in for analysis. This was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b31000 (lot: 082t27723); product type: 0001-accessory; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the screw from the sensight burr hole device would not attach to the patient's skull. The surgeon tried to re-attach the driver to screw the head and re-screw. Multiple attempts to get the screw to drive into the bone failed. A new burr hole cap was used and the issue was resolved. It is not known if there any patient/external/environmental factors contributing to this issue. No symptoms were reported.